Event description:
A (B)(6) report was received which stated, device thrombosis, possible thrombus in the pump, with no specific contributing cause. No other information was provided.

Manufacturer narrative:
The user facility report # (B)(4) was received from the (B)(6) registry. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.